Event description:
Patient reported experiencing erratic blood glucose levels. Patient indicated that she changed the piston rod, adapter, infusion set, and batteries. Patient indicated that she had a baby two months prior to incident. Patient indicated that she was taking thyroid medication and pre-natal vitamins.